Manufacturer narrative:
B5: additional information. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number#: (B)(6). And the reported respiratory failure and subsequent patient outcome could not be conclusively established through this evaluation. Additional information revealed, that the cause of the respiratory failure was unknown. The death was not considered device related. And it was noted, that the device operated as expected. The device would not be returned. The hm 3 lvas instructions for use, lists respiratory failure and death as potential adverse events that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed, no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1:, ¿introduction¿: lists potential adverse events, including respiratory failure and death that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the respiratory failure was unknown. The death was not considered device related. And it was noted, that the device operated as expected.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had passed away due to respiratory failure. Additional information was not provided.